Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11298. It was reported that noise was seen on both atrial and ventricular leads. Lead measurement trends are ok and stable. The patient is not pacemaker dependent. Some inappropriate at/af detections and hvr as a result of noise oversensing. The leads were reprogrammed. The patient was stable.